Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), an out of the box failure occurred. The cardiosave intra-aortic balloon pump (iabp) consistently failed the membrane leak test portion of the pneumatic interface module leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) safety disk out of box failure. A getinge field service engineer evaluated complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Safety disk, tidal volume disk and 9v daughter board battery were all replaced. Storage bin chassis was replaced as per so# 44134501/complaint # (B)(4). Unit returned to customer and cleared for clinical use.no patient involvement. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications and the cardiosave service manual part number 0070-00-0639 revision p. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of +-6mmhg. The factory specification is +-6mmhg.the test result met factory specification of +-6, however the cardiosave reported a failure. The safety failed testing. Retaining the safety disk in the nrc . Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.